Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 430 mg/dl. The customer also stated that, the insulin pump had no delivery alarm. Customer stated that, her blood glucose was 400 mg/dl and she took a manual injection and later it was 409 mg/dl. Customer reported the following symptoms related to their high blood glucose weak fever cannot concentrate. Customer treated for high blood glucose with the insulin pump and a few times used pin. Based on customer report customer does not allege pump was under delivering. Customer reports bolus history displays all bolus entries based on their recollection. Troubleshooting was not completed. The device will be returned for analysis.